Event description:
The event is reported as: complaint description: the doctor conducted a hernia neoplasty operation using the stapler. The stapler jammed and some of the staples didn't come out. Another stapler was used to complete the operation. The pt was not hurt during the operation. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at this time of this report.